Event description:
It was reported, the autoclavable camera head was pixelated and cloudy. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, as well as provide the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The event can be detected/prevented by following the instructions for use (IFU) which state: "never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." In addition, the following non-reportable malfunctions were found during the device evaluation: faded serial pate. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the autoclavable camera head was pixelated and cloudy. The issue occurred during an unknown procedure. There were no reports of patient harm.